Event description:
Information received from the field does not address the patient's clinical status but notes intermittent bipolar ventricular capture at 7.5v. The unipolar capture threshold was 3.25v. The device will remain in the unipolar configuration and the patient will be monitored.